Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to stay powered on. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During evaluation, the reported problem of 'pump will not stay on' was reproduced. A review of the event history log (ehl) revealed occurrences of 'pump will not stay on' messages. The reported condition was verified. The cause of the condition was determined to be one negative battery contact pin to be fully depressed and unable to rebound as designed. The rear case will be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.